Event description:
Determined to be reportable based on analysis completed on 09/27/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was tortuous and calcified and was located in the left anterior descending artery. The 3.00x28mm taxus liberte drug eluting stent was unable to cross the lesion. The procedure was completed with a different device. The patient status is satisfactory with no complications reported. However, device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.